Event description:
The device was used during a low anterior resection procedure. Reportedly, there was bowel leakage. The surgeon used another instrument to complete the procedure. The hosp. Has rpt'd no pt injury occurred.